Event description:
It was reported that during a right lobectomy, the device was fired twice and worked fine. The third reload fired an incomplete staple line. Only 1/3 of the staple line was completely formed. The other 2/3 of the staple line was completely open. The surgeon over sewed with suture to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.